Event description:
On 04-feb-2020: follow up information was submitted because result of complaint investigation of the returned used device (1 inserted set) showed that all the tests were found in accordance with specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, she was trying to give herself a bolus and noticed that her blood glucose level was not going down as her infusion set's tubing came apart at the tubing connector. The site location was left side of patient's abdomen and the pump was located on the same side in relation to the site. The infusion had been in use for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
(B)(4). Event occurred in the united states. The patient reported that while sleeping, she was trying to give herself a bolus and noticed that her blood glucose level was not going down as her infusion set's tubing came apart at the tubing connector. The site location was left side of patient's abdomen and the pump was located on the same side in relation to the site. The infusion had been in use for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.